Event description:
During trocar insertion handle broke from shaft piercing liver during case with doctor proctor. (B) (6), rn specialty coordinator: general and neuro surgery tissue coordinator. (B) (6).